Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. It was noted the vlp could not be implanted due to an unspecified reason. The vlp was exchanged. The patient was stable throughout the procedure.